Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The unit was visually inspected and the tube was cut, hence the defect reported by the customer was confirmed the root cause of this condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a continuflo set that was broken in the pouch. This condition was reported before-use. There was no patient injury or medical intervention reported. No additional information is available.